Manufacturer narrative:
The t:slim x2 g6 pump user guide states: "avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 599 mg/dl, diabetic ketoacidosis, and vomiting. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer ate food without administering insulin. Additionally, the healthcare provider determined that the insulin within the pump was likely compromised as it was previously exposed to high temperatures when the customer went to the beach with the pump. Intravenous fluids and insulin were administered. The customer was released on (B)(6) 2019 with the issue resolved and no damage.